Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was thought to be due to cardiac and respiratory issues related to end stage chronic obstructive pulmonary disease (copd), however, this was not confirmed therefore, the actual cause was unknown. Five days prior to death, the patient was hospitalized for an unrelated condition and was discharged home on hospice care four days later. The patient continued to perform automated peritoneal dialysis (apd) therapy once at home with his own cycler. One day after returning home, the patient passed away. The patient was not connected to the homechoice cycler nor using baxter pd solutions at the time of death. It was reported that there was no peritonitis prior to death. It was not reported if an autopsy was performed. It was unknown if an esrd death notification was available. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history log review was performed and there were no keystrokes, programming, use related or iipv events that would indicate and/or contribute to the reported problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. An external and internal visual inspection was performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The pneumatic system was tested and found to be functioning properly. The testing revealed no leak and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity test and successfully completed a short simulated therapy. Should additional relevant information become available, a supplemental report will be submitted.